Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The iab leaked and the iab was removed. Another iab was inserted. Multiple event to customer complaint numbers 97-01207, 97-01209, 97-01210. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 10/22/97. [Pt's current status]: unk-rpt'd 10/22/97.